Event description:
It was reported that the ilet pump¿s sleep/wake button became unresponsive, rendering the device nonfunctional and no longer water resistant, and a replacement was arranged; users were advised to maintain backup therapy given the questioned functionality. Customer care provided support that included replacement logistics. Investigation of this case revealed an electrical issue consistent with an unresponsive key/button and implicated the switch/relay component. No clinical signs, symptoms, or conditions during the event reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.